Event description:
It was reported that the patient presented in clinic for routine follow-up symptomatic of lightheadedness. Upon interrogation, it was revealed that the patient's right ventricular lead exhibited high, out of range pacing impedance and was failing to capture. X-ray revealed a fracture in the lead. The lead was capped and replaced on (B)(6) 2021. The patient was stable.